Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was to be implanted to treat an intestinal obstruction in the colon during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, an abnormality was detected in the stent deployment step. When deploying the stent, the shaft suddenly jumped forward, leading to the stent shifting to the stomach. A snare was used to remove the stent. Another wallflex enteral stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b5 has been updated with the additional information received on december 19, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of additional device required to remove the stent.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was to be implanted to treat an intestinal obstruction in the colon during a intestinal stent implantation procedure performed on (B)(6) 2025. During the procedure, an abnormality was detected in the stent deployment step. When deploying the stent, the shaft suddenly jumped forward, leading to the stent shifting to the stomach. Another wallflex enteral stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.